Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was powering off during use. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The patient¿s mother reported that the alleged power issue started on (B)(6) 2013 at approximately 10:45am. The reporter could not confirm how the patient was feeling at the time she attempted to test his blood glucose. The patient¿s mother stated that she continued to attempt to test the patient¿s blood glucose with no success and 30 minutes after the start of the issue, the patient began to vomit, felt weak and had low energy; symptoms they associated with a high blood glucose. The patient¿s mother stated in response to the patient¿s symptoms, she drove him to the ER (which was 25 minutes away). In route to the ER, the reporter claimed the patient developed a low blood glucose. She reported his low symptoms were similar to the high symptoms and she treated him with 15 grams of sugar. At the time of arrival to the ER, the patient¿s blood glucose was checked with ER/hospital meter and the result was 600 mg/dl. The patient¿s mother reported that the patient was treated with insulin and IV fluids. At the time of the initial call to lfs, the customer care advocate (cca) noted while troubleshooting the power issue (meter powers off during use) that the meter¿s battery had not been replaced per the owner¿s booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter power issue started.